Manufacturer narrative:
Device not returned.

Event description:
It was reported that the tip of the ortholock ex-pin 3x110 broke off during insertion into the patient's tibial bone during a total knee arthroplasty. The surgeon elected not to remove the pin fragment from the tibia. This was the initial use of the pin. No adverse consequences and no medical intervention were reported with this event. The procedure was completed successfully. After follow-up, no further information was available regarding this event.